Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective main board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The loose connector was not confirmed. The device evaluation found that the no image was due to a faulty printed circuit board. In addition, it was reported that the air flow level of the unit did not meet standard. The flicker in the image was due to a defective receptacle unit. The video was showing gray from the y/c port image due to defective main board. Paint was peeled from the tank socket. The main switch was broken. Lastly, the front panel light were working ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service officer reported to olympus, the video system center produced no image due to loose connection. The issue was found during customer maintenance. There were no reports of patient involvement.